Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the handheld camera light guide for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during the case, the handheld camera light guide cord was heating up and beginning to melt items at the tip. There was a dark spot observed on both ends of the light cord. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed with the same system. The light guide was the only item changed out due to smoking from the tip of the light cord. No harm or injury to the patient.